Manufacturer narrative:
H.6 investigation summary. Catalog: 442023. Batch no.: 3130644, 3110075 & 3102725. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history records review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batches have been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history records review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
Event 7 of 10. It was reported that after using bd bactec¿ plus aerobic/f culture vials (plastic) they acquired molecular false positive on bactec media. The following information was provided by the initial reporter: hazard, injury or erroneous results details 1. What result did the customer obtain from the bd product? C.trop. 2. What result was the customer expecting to obtain (if different from the obtained result) s. Hominis, k. Pneumo, e. Faecalis, anaerobic gpr, s. Parasanguinis, cns ,actinomyces oricola. Bactec 442023 molecular false positive with c.trop.

Event description:
Event 7 of 10. It was reported that after using bd bactec¿ plus aerobic/f culture vials (plastic) they acquired molecular false positive on bactec media. The following information was provided by the initial reporter: hazard, injury or erroneous results details 1. What result did the customer obtain from the bd product? C.trop. 2. What result was the customer expecting to obtain (if different from the obtained result) s. Hominis, k. Pneumo, e. Faecalis, anaerobic gpr, s. Parasanguinis, cns ,actinomyces oricola. Bactec 442023 molecular false positive with c.trop.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.